Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg was inoperable. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced, resolving the issue.